Manufacturer narrative:
(B)(4). Date sent: 8/28/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a robotic laparoscopic nephrectomy procedure the device "locked out" after the first firing on a vessel. The device cut and stapled properly but could not be opened. The customer removed the device by shifting it around while still attached to the vessel until it slid off. This did not cause any excess damage and there was no bleeding or consequence to the patient. Outside of the patient, the customer tried the powered reverse button which did not work and then used the manual override to reverse the knife. The customer used a white ecr reload and no buttressing material. No additional device of this product code was required for the procedure.